Event description:
It was reported that non-sustained lead noise due to post-paced t wave over sensing was observed via a merlin.net transmission. Programming changes were made, and no further issues were reported.